Event description:
Pt had a jackson-pratt drain inserted post-surgery for damage of a pelvic hematoma. On date of incident, health care professional was removing the tubing from pt when the distal portion of the tube broke off, remaining inside of pt. Pt was taken to surgery in same day, exploration revealed remainder of tubing, and it was removed.